Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report a leak in the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During insertion of the cds through the steerable guide catheter (sgc) a thrombus was discovered at the soft tip of the sgc. The cds and the sgc were removed. Once outside of the patient the thrombus was removed from the soft tip of the sgc and more heparin was given to the patient. The same sgc and cds were used again with no thrombus visible. During insertion of the cds a leak was discovered at the valve coming from the clip introducer. The decision was made to still use the system while increasing the flush of the cds preventing air entering the system through the clip introducer. The clip was placed without any difficulty in the a2/p2 segment. Two clips were placed. The patient outcome was fine and the procedure was considered successful. The final mr grade was 1. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak could not be determined. It should be noted that the user reinserted the cds and used a damaged clip introducer. The mitraclip instructions for use (IFU) warns the user not to use the device if damage is detected; use of a damaged clip introducer could result in air embolism, vascular or cardiac injury. The IFU states do not re-use the cds after removal. Replace the cds with a new device. There is no indication of a product quality issue with respect to manufacture, design or labeling.